Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could be replicated. The viewing station was then plugged in to charge and after a few hours, functionality was restored. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the imaging system displayed a "connected not ready" message. It was reported that the viewing station of the imaging system had line power but the monitor was black. Additionally, the power switch on the back of the monitor and cable connections were checked without resolution. There was no patient present when this issue was identified. The following day, it was reported that the computer power cord was disconnected from the uninterruptible power supply (ups) and reseated to restore functionality.